Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicated that this pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had one year remaining. Additional information indicated that when the device was interrogated it had different longevity predictions. Last previous month, the device showed less than 0.5 years remaining with a magnet rate of 90. In addition, after running a threshold test, the device longevity stated 3.0 years left on it. Further, the patient was advised to visit in the office for the next couple of months. At this time, auto thresholds will be turned off. This pacemaker remains in service. No adverse patient effects were reported.